Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where the needle of one infusion set was laying on top of the patient's skin on (B)(6) 2024. The infusion set had been in use for 48-72 hours. The patient replaced the infusion set and resumed insulin delivery successfully. No further information was available.